Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not holding a charge as expected on multiple occasions. Reportedly, the customer would charge the pump to 100% battery life overnight and the pump battery life would drop approximately 30-40% battery life throughout the day. At the time of the report, customer's blood glucose level was 85 mg/dl.